Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. The patient received her ivc filter after she was in a car accident, had several surgeries, and ultimately suffered a pulmonary embolism (pe). She has not experienced any pe since placement of her filter. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: a review of the complaint history and specifications conducted during the investigation. The complaint device was not returned and no imaging was provided; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with the current instruction for use (IFU) which notes: "intended use the günther tulip filter implant is intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Precautions product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Filter tilt has been reported. Potential causes may include placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Potential adverse events . Back or adominal pain. Damage to vena cava. Unacceptable filter tilt". Based on the information provided and no product returned, investigation has concluded the cause cannot be established due to the limited amount of information received. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a female patient had an inferior vena cava (ivc) filter implanted (B)(6) 2007 and developed abdominal and lower back pain (dates not specified). As a result, the patient had a computed tomography (CT) scan "in october" (exact date not specified), and a source of her pain could not be identified. After consultation with a physician, the patient was told the filter was tilted and embedded. The patient has an appointment for consultation for filter removal on (B)(6) 2019. No product or lot number information has been provided; however, a photo attached to email correspondence from the patient was of a gunther tulip filter brochure with a label containing the patient's name, date of birth, gender, and medical record number.